Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions and assisted in resetting the pump, resolving the problem without recurrence. The customer was advised to continue using the pump and to call back if the issue reappears.